Event description:
While performing a bone bx on a lumbar spine, the bx needle broke into patient's bone/back when dr tried to remove the needle. Date of use: 2000 - 2007. Diagnosis or reason for use: mass.